Event description:
It was reported the customer was hospitalized for having high blood glucose. Date of admission was (B)(6) 2014. Blood glucose at the time of admission was 514 mg/dl. The customer stated they had been off of the insulin pump for a few days prior to being admitted into the emergency room. The customer also reported a keypad anomaly on their insulin pump. The customer's blood glucose was 468 mg/dl at the time of the call. Customer had treated their high blood glucose with the insulin pump. It was found the customer's numbers were ramping up on their insulin pump. The customer declined to replace their insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.